Event description:
(B)(4). It was reported that the tip broke off in the pt. There was no injury to the pt.

Manufacturer narrative:
The investigation is in progress. Upon completion of the investigation, a supplemental follow up will be mailed.